Event description:
Healthcare professional reported "a couple of hours" following injection with juvederm voluma with lidocaine in the malar cheek pad the pt developed a small nodule on the right cheek. The pt did not report this symptom to the healthcare professional until approximately 9 months after injection. He pt was treated with ciprofloxacin and hyalase. Pt symptoms resolved immediately following treatment with hyalase.

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of a small nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delays. These include but are not limited to: indurations or nodules at the injection area.